Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014.device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple low battery warnings and a replace battery alarm. During testing, the battery compartment was observed to be cracked. The battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.